Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump had a frozen display screen. The patient's blood glucose level was 60 mg/dl at the time of the call. The customer stated that the screen went blank after the buttons on the device stopped responding. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during our testing noted. No frozen display, no battery out limit alarm and no unlock connector noted. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip and cracked battery tube threads.